Event description:
The patient passed away due to multiple organ failure that was secondary to status epilepticus. Per the medical professional, the death was not related to vns in any way.

Event description:
The patient passed away; the cause of death is unknown. Per the funeral home the vns was likely explanted and discarded before cremation. No other relevant information has been received to date.